Event description:
During the procedure, the physician used a wilson-cook howell dash direct access system sphincterotome to perform a sphincterotomy. When electrosurgical cautery was applied to the device, the cutting wire detached. No pt injury was reported. The initial reporter indicated no portion of the cutting wire detached inside the pt. Upon completion of the product evaluation, a small portion of the cutting wire was missing from the device.